Event description:
It was reported that the right ventricular lead exhibited noise via a merlin transmission. No intervention or patient symptoms were reported.

Event description:
New information indicates that the lead was explanted.

Manufacturer narrative:
(B)(4).